Event description:
It was reported that the patient's hip dislocated. This had happened previously and the surgeon decided a more constraining device was needed to prevent future dislocations.

Manufacturer narrative:
Associated device: c-taper lfit inter head, catalog # s-1400-hh82, lot # 34267503. The sales rep confirmed that no additional information pertaining to this event was available. Therefore, the root cause of this specific event was available. Therefore, the root cause of this specific event could not be determined with the limited information provided. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.